Event description:
It was reported that the charging pad for the ilet system exhibited a charging problem in which the device began to charge briefly and then stopped, with the charger¿s indicator light turning off; the affected device component was the battery charger. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a power source problem consistent with a charging malfunction of the battery charger. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.